Event description:
Caller reported a malfunction on the pump that led to blood glucose levels exceeding 500 mg/dl, with the exact value unknown but indicated as "high." To address this, the customer administered a correction injection via manual daily injections and did not require assistance beyond normal support. Tandem technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue occurred again.